Event description:
It was reported that the biomed was replacing the circulation pump on the arctic sun device but needed guidance with the replacement. As per the follow up information received on 11apr2022, biomed needed help with directions on replacing the circulation pump, they had the service manual but said they were still confused. Technical support helped them through the steps on how to replace the pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed was replacing the circulation pump on the arctic sun device but needed guidance with the replacement. As per the follow up information received on 11apr2022, biomed needed help with directions on replacing the circulation pump, they had the service manual but said they were still confused. Technical support helped them through the steps on how to replace the pump.

Manufacturer narrative:
Upon further review, bd has determined this event is not reportable, as there is no allegation against device. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.